Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was unable to be confirmed due to unavailability of device return or provided imagery for evaluation. However, no manufacturing non-conformance's were identified during engineering evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU a nd training manuals revealed no deficiencies. Furthermore, there was no report of any issue with the delivery system during device unpacking or preparation. As reported, ''commander delivery system was advanced through esheath, some resistance was noted due to the calcification of the access vessel. After positioning in the native valve for deployment, it was noted that it was unable to deployed the valve due to the balloon did not inflate and some blood was seen in the syringe. It was decided to remove the delivery system with the valve but difficulties arose''. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Although provided information from the field indicated ''mild'' degree of annular calcification, without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous/calcification anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles) or interaction with calcification during placement in target site. However, due to limited information, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint withdraw difficulty was unable to be confirmed due to unavailability of device returned or provided imagery for evaluation. Available information suggests that patient factors (calcification) and/or procedural factors (altered crimp profile) likely contributed to the event as provided information indicated that patient had ''moderate'' calcification at the access vessels and the balloon deployment was attempted (to expand the crimped valve at the landing zone), which potentially altered the crimped valve profile. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Additionally, withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by right subclavian artery. The esheath was inserted without difficulty but when the commander delivery system was advanced through the esheath some resistance was noted. It was suspected that the valve was crimped onto the balloon, so it was decided to remove all the devices as a single unit and proceed with a new kit. The second esheath was inserted without difficulty but, as in the first attempt, when the commander delivery system was advanced through esheath, some resistance was noted due to the calcification of the access vessel. After positioning in the native valve for deployment, it was noted that it was unable to deployed the valve due to the balloon did not inflate. It was decided to remove the delivery system with the valve but difficulties arose. Finally the devices were removed but the patient experienced an artery dissection which was surgically repaired. Once the second sheath was removed with the delivery system and valve, it was seen that it was torn at the distal part. The procedure was aborted and the patient was noted to be stable after the procedure.